Event description:
It was reported that during a laparoscopic cystectomy the jaws could not be closed. A second device was utilized to complete the procedure with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # 966a83. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. The knife was returned to home position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the knife was partially advanced. A manufacturing record evaluation was performed for the finished device batch number 966a83, and no non-conformances were identified.